Event description:
Hcp reported pt was hospitalized with cmv infection. A CT scan of the abdomen and pelvis was performed. No injury, just mild swelling at the electrode site. Hcp reported the pt has recovered and is stable. No report of device explantation.